Event description:
Provider states left wheel lock will not lock.

Manufacturer narrative:
The workers on assembly line didn't get training, and the final quality control failed to inspect the brake. Training the worker on assembly line, make sure they understand the sop. Responsible person: (B)(4). Date: (B)(4) 2015. Training the fqc, make sure they understand inspection points. Responsible person: (B)(4), date: (B)(4) 2015.